Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/18/2016: litigation received. Litigation alleges friction and wear causing an increased in metal ion levels, pain, discomfort, and inflammation. The stem is now being added to the complaint for the alleged high metal ions. This complaint was updated on: 1/25/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/20/16-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and suffering, decreased range of motion, decreased mobility, increased risk for dislocation/revision surgery/long-term health issues, walks with limp, loss of flexibility, and difficult to sit or stand for long periods of time. Medical records reported possible slight vertical acetabular cup per radiograph and MRI reportedly showed a cystic lesion. Lab results reported metal ions to be less than 7 parts per billion. Revision surgical note reported metal stained fluid, abductor damage, large fluid collection the acetabular cup was revised for being vertical. Cup is being added to complaint. The complaint was updated on: may 13, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Patient was revised to address a pseudotumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis.